Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with needle left in patient. The patient returned to the hospital for an examination via xray only to discover a portion of the nexiva IV cannula in the subcutaneous tissue which required surgery to remove.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with needle left in patient. The patient returned to the hospital for an examination via xray only to discover a portion of the nexiva IV cannula in the subcutaneous tissue which required surgery to remove.

Manufacturer narrative:
Investigation summary: unfortunately a lot number could not was not submitted for this complaint. Preventing our investigation team from conducting a device history review. Additionally, a sample could not be obtained for the purpose for the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: no sample/ no lot number; investigation could not be conducted due to missing information. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.